Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose. The customer stated the insulin pump was functional. The customer did not provide details of their hospitalization was at the time of the call. The customer also reported the transmitter did not blink when connected to the sensor. The customer declined to return the sensor for analysis.